Event description:
Boston scientific received information that during a routine device replacement, upon connection of a left ventricular (lv) adapter to the chronic lv lead and insertion into this cardiac resynchronization therapy defibrillator (crt-d), difficulty was encountered with tightening the proximal set screw. Additionally, high out of range lv pacing impedance measurements greater than 2,000 ohms was observed. An attempt was made to reposition the pin in the header and the adapter, however, the set screw was unable to be loosened. No adverse patient effects were reported.

Manufacturer narrative:
Programming changes were made and acceptable pacing impedance measurements of 609 ohms were obtained. Available information indicates that this product remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.